Manufacturer narrative:
The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. The catheter was returned for analysis. Visual inspection of the catheter confirmed that the location balloon was leaking not from the glue seams but a pressure puncture hole. Follow-up with the application specialist present for the treatment indicated that there was difficulty during insertion. However, the balloon was tested pre-treatment and was passing. Based on this information, it is likely that the location balloon was damaged during the insertion process.

Event description:
Approximately a third of the way through treatment, it was detected by ultrasound that the anchor balloon had been leaking and not holding the 10cc's of water. The dr. Elected to pull the entire kit, rtu and catheter and start completely over with all new product.